Event description:
It was reported by the customer that air was in the distal part of the IV line coming from the (B)(4). The customer also alleged that no leaks were noted at the beginning of the procedure and claims that the leaks were noticed after the medication was injected in the line at the top of the IV. It was also noted by the customer that no infusion devise was used in this case. The hospital anaesthetic technician coordinator has confirmed that the procedure only involved the bag of fluid, the IV giving set, and the stryker cassette with fluid warmer. The patient was not injured during the event.

Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for evaluation.

Event description:
It was reported by the customer that air was in the distal part of the IV line coming from the fw603. The customer also alleged that no leaks were noted at the beginning of the procedure and claims that the leaks were noticed after the medication was injected in the line at the top of the IV. It was also noted by the customer that no infusion devise was used in this case. The hospital anaesthetic technician coordinator has confirmed that the procedure only involved the bag of fluid, the IV giving set, and the stryker cassette with fluid warmer. The patient was not injured during the event.